Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two cracks on the scale on a bd ultra-fine¿ insulin syringe 1/2 ml, 29g were found prior to use. No report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that there are cracks on the scale. The returned syringe was examined and exhibited cracks in the barrel ranging from the 0-10 unit markings. Sample will be forwarded to manufacturing ((B)(4)) for further investigation. Unable to perform DHR/qn review due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Root cause description: possible root causes: defect could have occurred at the prep dial of the metro assembly machine. Loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at ffs.